Manufacturer narrative:
Correction h4 device manufacture date was noted as jul 13, 2019 in the initial report. The correct manufacturing date is aug 12, 2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: the system was evaluated by a field service engineer (fse). The fse adjusted z baseline offset was updated and a field service check list was performed. The system complied with all factory settings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The account reported that a laser vision correction patient had surgery on (B)(6) 2021 and had vertical gas breakthrough (vgb) on the left (os) eye. They mention the gas did not appear to have broken all the way through and that they were programing 100 micron flap thickness flaps. The surgeon decided not to lift the flap on either eye and instructed the patient return at a later date. The patient returned at a later date and had photorefractive keratectomy in the left eye. The right eye flap was lifted and excimer treatment was done on that same visit. Pre-op best corrected vision 20/20 on the left (os) eye. Patient right eye post op is 20/15. Both eyes 20/20.